Manufacturer narrative:
The customer returned the electrosurgical unit (esu) to the sponsor, where a factory-trained qualified repair technician performed a standard series of operational tests as per manufacturer's test procedure tp-8000. These tests indicated power up was normal, error log was clear, control functions all operated normally (handswitching, footswitching and panel switches). Indicators were all normal including laplight. Rf and mains leakage within specification. No fault was found, with the exception that the power switch had slight arcing at power off and was replaced.

Event description:
Early into a hip replacement procedure, the pt went into asystole and automatically came out of it. After consultation with the anesthetist, the surgeon completed the procedure and the pt was sent to the ICU for port-operative monitoring. At the time of the event, the surgeon was using a conmed system 5000 set to "cut" mode. There was no specific surgical delay and the current pt status is reported by the perioperative services manager as ok.